Event description:
Per the clinic, the patient developed an infection, extrusion of receiver stimulator, skin necrosis and skin breakdown at implant site. Subsequently, the patient was treated with 2 rounds of oral antibiotics (specific date and duration not reported). There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the device has been explanted on (B)(6) 2025. There are no plans to reimplant the patient with a new device as of the date of this report. Device analysis report attached.